Event description:
It was reported that via merlin.net transmission, non-sustained rv oversensing due to suspected myopotential oversensing was observed. Further review revealed that intermittent undersensing due to atrial pacing being classified as pvcs due to the myopotential oversensing was also present. It was noted that the intermittent undersensing was also seen during induction test at implant. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.